Event description:
It was reported that air was detected in an unknown set with 0.22 micron filter. This occurred while priming the device. The reporter stated that correct priming technique was used and many air bubbles were observed in the tubing. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.